Manufacturer narrative:
Additional information: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Device evaluation: the iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was cut from the iab and not returned. A kink was observed on the catheter tubing approximately 43.4cm from iab tip. An underwater leak test of the balloon, catheter and y-fitting was performed and a leak was detected on the membrane approximately 5.1cm from the rear seal measuring 0.165cm in length. The reported problems were most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contribute to iab complications. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: perfusionist. Event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was an alarm and blood was found in the helium tubing reaching into the cardiosave intra-aortic balloon pump (iabp). The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). The tubing was clamped and disconnected from the iabp, and the iab was removed as soon as possible. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report for the iabp cardiosave was submitted under mfg report number 2249723-2024-01507.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).